Event description:
Pt's wife reporting that pump (sn: (B)(4)) is giving a high pressure alert as soon as they turn it on. She reported that it has done this a few times in the past but usually they will change the cassette and replace the tubing and it will stop, so they are still able to use it. However this time, reporting that the high pressure alert would not stop. Pt's wife reporting they checked tubing for blockages/kinks - none present. Backup pump is using fine and has not given high pressure alert. Pt requesting replacement pump. No other information provided. Dose or amount: 76nkm, frequency: continuous, route: IV dates of use: (B)(6) 2017 to ongoing. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury.